Manufacturer narrative:
Based on device history review it can be highlighted that device was installed since 2019 and no other similar event occurred. Based on the above facts, it cannot be ruled out that the stirrer motor block was due to an advanced corrosion process inside the ball bearing. The causes leading to the corrosion, which generates irregularities on the surface of the balls, are water infiltration or water formation due to condensation or high temperatures and high levels of humidity in the stationary phase. This report was due on november 29, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted following restoration of the livanova systems.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirring mechanism blocked or too slow. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in erlangen, germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: stirrer motor was defective due to bearing damage. In order to solve the issue, it was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.